Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and seroma. Also reported, hematoma not device related. Healthcare professional later reported "infection." The device remains implanted.

Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and seroma. Also reported, hematoma not device related. The device remains implanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture and seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma. Also reported, hematoma not device related.